Manufacturer narrative:
The evaluation of the returned device is in progress. Once complete a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). The customer states: the temperature rose up to 116 degrees and an error message with the catheter occurred. The unit was reset and the catheter was reconnected, but the error message was duplicated. A new catheter was used to complete the case. The next day the patient experiences a hemorrhage or subcutaneous bleeding and pain beneath the skin above the femur. A pain reliever was administered. The physician felt the vascular injury was a result of replacing the catheter after target lesion ablation.

Manufacturer narrative:
Evaluation of the returned device was completed january 15, 2016. The closurefast catheter was received within a plastic pouch, within its shelf carton, and loose within its opened labeled pouch. No ancillary devices or sonogram images from the procedure were received. The catheter was examined: no abnormalities or deformities were noted. The connector was examined: pins are straight. The catheter passed continuity and resistance functional testing. The root cause of the clinical complication could not be determined. No abnormality or deformity found with the closurefast catheter. The customer experience of subcutaneous bleeding could not be confirmed. The device performed as intended and passed testing. The instructions for use, (IFU), list hematoma as a potential complication. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation.